Event description:
Gaymar medi-therm iii attempted to be used to cool patient. The machine registered low water; was alarming; water added; strange sounds and water poured out from beneath machine. Other cooling measures were used to normalize patient temperature. No further information is available.